Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details how issue was addressed? Was there any patient consequence as a result of the procedure being prolonged? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the staples was came out only one side (upper side). The other side there¿s nothing. The surgery was delayed by 90-120 minutes. There were no fragments generated and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Additional information was requested, and the following was received: 1. Could you please provide more details how issue was addressed? The stapler was cut, but it was clipped only one side. The other side was not able to clip. 2. Was there any patient consequence as a result of the procedure being prolonged? 30 mins. 3. Could you please clarify if there were any patient consequences? No, the patient is okay, just need long time to complete the case. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? N/a.